Manufacturer narrative:
The customer reported that the reagent probe assembly was leaking. The customer checked the reagent probe and syringe fittings, but none were found loose. On (B)(4) 2011, bec field service engineer (fse) performed service on the instrument. The fse observed the leak was due to a hole in tubing, and replaced the tubing. The fse verified repair per established procedures. As of (B)(4) 2011, the customer has not contacted bec with requests for further assistance for this issue. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a fluid leak on synchron cx9 alx clinical system. No erroneous patient reports were generated. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.